Manufacturer narrative:
(B)(4) (device fragment retrieval). A DHR review was done for lot 12649675 and confirmed that this device met all material, assembly and performance specifications. A review of the complaints database concluded there were no previous complaints reported for this lot and no adverse trends were noted for this defect type. A labeling review was performed and concluded the device was used use as indicated on its labeling, however the suspect device was used beyond its expiration date. A visual examination of the returned device confirmed the device was from lot number 12649675. Examination of the balloon portion of the device revealed both balloon bonds to the catheter were intact however the balloon was detached from the catheter. There were two kinks present on the catheter of the device. There were no other defects noted on the device. The returned device was consistent with the reported event description that that balloon burst and balloon material had detached from the catheter. The root cause of "use/user error" was assigned to this complaint, as the deice had been used beyond its expiration date.

Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed (B)(6) 2010 on a (B)(6) female patient (B)(6). According to the complainant, during the procedure the extractor balloon burst. Pieces of the balloon detached inside the patient, and a sensation snare was used to remove the fragments of the balloon successfully. It was confirmed by the complainant that the extractor balloon used in this procedure was expired. The procedure had to be postponed as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be fine.